Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During coronary stent implantation, a sprinter legend balloon catheter was being used for pre-dilation. After pressure was released from the inflation device during balloon deflation, the balloon failed to retract, preventing withdrawal of the catheter. The patient complained of chest tightness and discomfort. Repeated aspiration was performed several times to reduce the balloon pressure, after which the balloon successfully retracted and could be withdrawn. The balloon catheter was replaced and the procedure continued. The patient¿s vital signs remained stable with no abnormalities. No further patient complications were reported as a result of the event.